Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16-jul-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the patient developed a false passage in his nasopharynx during insertion of the tube. It was not confirmed visually or diagnostically but the physician deduced this occurrence. The nurse also made an attempt to insert the tube. The patient went into [cardio/pulmonary] arrest for 4- minutes. The arrest was due to a vasovagal response perhaps related to the situation or due to the fact that the patient "had a tracheotomy performed 45-minutes prior and was coughing vigorously during the insertion of the corthflow device." Additional information received 26-jun-2020 stated the device was inserted via "blind placement." The physician stated there was misplacement and it felt that a false passage was created. The issue occurred at about 15cm of depth. There was no report the device entered the patient's lungs. The same device was eventually inserted in the patient and remained in place. A computed tomography (CT) and an x-ray were performed, the false passage was not visualized during these diagnostic examinations. A pneumomediastinum was seen. The patient is stable.